Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Manufacture date: unk as lot is unk. No product was returned to assist in this investigation. The instructions for use (IFU) lists the anatomical requirements, warnings, and precautions, and the correct deployment procedure. The IFU states, "excessive force should not be used to retrieve the filter." Additionally, "the filter is designed to retrieve with the gunther tulip vena cava filter retrieval set (not included). Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems." The gunther tulip retrieval set IFU states: available data from retrievals in 41 pt study suggest that the gunther tulip filter can be safely retrieved (mean of 11.4 days, range 2-20 days). Excessive force should not be used to retrieve the filter. We will continue to monitor for similar complaints and have notified the appropriate internal and supplier personnel. Quality engineering risk analysis (qera) was updated in response to this complaint. Based upon the conclusion, no further mitigating actions are necessary.

Event description:
Info was received from a complaint, alleging the vena cava filter was placed into a pregnant female on (B)(6) 2006, diagnosed with dvt in the left groin area. On (B)(6) 2006, patient delivered and after pregnancy, dvt was still evident. On (B)(6) 2006, the physician removed clot from the patient's leg and during this procedure, an attempt was made to retrieve the vena cava filter. A snare was advanced unto the hook of the filter. Gentle traction was performed to free the filter, but it freed only approx 3/4 of the way down. Ivc gram appeared to verify interval overgrowth of the distal limbs of the filter. Further attempts to remove were unsuccessful and a decision was made to abort the procedure. However, the snare wire was caught on the hook of the distal filter wire. During manipulations to extract the snare, a small portion of the filter had broken off approx 2mm in diameter. The more distal end and remaining filter appeared smooth, still curled and without evidence of destruction. There was good flow through the filter and this was left in place. Pt was taken to recovery room in stable condition. The patient is alleging that the surgery to remove the clot and ivc filter has resulted in her horner's syndrome.